Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after a transcatheter aortic valve replacement interventional procedure using a 6f sheath. Reportedly, the sheath separated from the guide while the device was inside the anatomy. A surgical cut down was performed to remove the sheath out of the anatomy. Another proglide device was able to be used to achieve hemostasis. No vessel damage was noted. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to a sheath separation may include, but are not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning .